Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a breast reduction procedure on an unknown date and topical skin adhesive was used. Several days post operative, the skin at the site of application became very red. The surgeon removed the topical skin adhesive. Additional information has bee requested.